Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor was screeching and then would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (device screeches and will not power on) has been confirmed. As received, the monitor would not power on. The cause of the inability to power on properly was an intermittent connection at bga component u1003 (pld) on ca board sn (B)(4). The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation is currently underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.